Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload or download anomalies or delays in uploading/downloading were noted. Also no unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working correctly. Customer¿s blood glucose level was 142 mg/dl. Customer was advised that their doctor thinks the insulin pump may not be delivering correctly and did not think that the insulin pump was reliable. The customer stated their doctor ran a report showing they had given 100 units of insulin, but the pump showed 11 units. The insulin pump will be returned for analysis.